Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock and the pusher assembly was kinked near the mid-joint. If the mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced during advancement and damage such as a kink may occur. During functional testing, the smart coil was unable to advance from its returned position within its introducer sheath; therefore, the introducer sheath was removed distally, and the smart coil was re-sheathed properly. The smart coil was then able to advance through the introducer sheath with resistance due to the pusher assembly kink. The smart coil was unable to be advanced through the hub of a demonstration microcatheter due to the pusher assembly kink. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance within its introducer sheath. Therefore, it was removed. The procedure was completed using another penumbra coil. There was no report of an adverse effect to the patient.